Event description:
Per the clinic, the patient experienced a loss of osseointegration while attempting to remove the processor. It is unknown whether there are plans to reimplant the patient with another device. Additional information has been requested, but has not been made available as of the date of this report, august 5, 2010.

Event description:
It was reported that the patient developed an infection.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.